Event description:
A percuvision catheter was placed in patient's bladder to facilitate instillation of chemotherapy. The nurse was unable to deflate the balloon in order to remove the catheter. The chemotherapy was removed from the patient's bladder, and multiple attempts were made to deflate the balloon. A guidewire was eventually required to deflate the balloon.